Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm of an unknown size. During the index procedure the bifurcate and limb were implanted successfully. It was reported during a follow-up visit that the physician noted the apices of the main device and the contralateral leg were in an area of tortuosity and a type iiib endoleak was confirmed in the bifurcate due to friction which caused damage to the main body which was broken by the leg central end. An intervention was carried out where two endurant ii limbs were inserted from both femoral arteries and then two stents were pushed out to the main body and the main trunk. A CT performed after ballooning revealed that the amount of the endoleak significantly decreased. The endoleak is now reported to have resolved. As per the physician, the cause of the event was due to patient vessel morphology as the tortuosity of the blood vessel caused pressure on the ruptured part of the implanted device, resulting in damage to the graft. No additional clinical sequelae was provided and the patient will be monitored.